Event description:
It was reported that during an radiofrequency ablation procedure, before the physician was able to numb the patient, the catheter allegedly turned one and began to heat up. It was further reported that the patient jumped, and the machine turned off right away. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one venclose evsrf catheter was received for evaluation. Upon visual inspection, packaging was received with a known residue throughout yellow in color. The device appeared to have residue throughout the outer housing. Multiple kinks were observed throughout the catheter and partial indentations were observed throughout the power cord. No damage was reported by the user. The distal end of the catheter appeared to be bent. A complete circumferential break was observed to the proximal end of the catheter shaft below the strain relief. No other anomalies were observed. Therefore, the indentations, the kinks and the bends and break most likely occurred by the way in which the catheter was packaged for return and will be considered incidental. Upon opening the handle, both batteries were clean. All wires were found to be intact and in the correct location. The batteries and battery pads appeared clean. The proximal battery was partially seated, and the distal battery were fully seated in the battery cage. No anomalies were noted. During the functional testing, the catheter plugged into generator and the device remained in home screen. New batteries were inserted, and the catheter was plugged into the generator, and the catheter was recognized by the generator and device completes the 3 long and 3 short functional tests and no errors were presented. Therefore, the investigation is unconfirmed for the reported self-activation. The root cause for the reported self-activation could not be determined as the problem could not be reproduced. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2025), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an radiofrequency ablation procedure, before the physician was able to numb the patient, the catheter allegedly turned one and began to heat up. It was further reported that the patient jumped, and the machine turned off right away. The procedure was completed using another device. There was no reported patient injury.